Event description:
It was reported that the pump battery would not charge and charging connection was unstable, requiring customer to hold cable in place or position pump so charging was recognized. Customer also observed damage to charging cable and wall adaptor. There was no reported impact to customer¿s blood glucose level. The customer was able to successfully charge the pump using an alternate wall adapter and usb cable.